Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory, installed on an mcs instrument, fell off inside the patient. The mcs tip cover accessory was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
The mcs tip cover accessory was received for failure analysis. Using an installation tool, the mcs tip cover accessory was placed on a mcs instrument. The tip cover accessory was tightly attached to the scissor and could only be removed with considerable effort. The tip cover accessory was found to have tearing on the middle gray section, approximately 25mm from the proximal end where the instrument inserts. There are no signs of thermal damage present at the tear.